Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and guided the caller through the process, resulting in the successful initiation of the sensor session without further occurrences of the error code.